Event description:
It was reported that patient had undergone normal generator replacement due to battery depletion. Upon review of the implant card, it was seen that the battery was replaced due to battery depletion however, high impedance was indicated. It is unclear whether the high impedance was seen intraoperatively, or was discovered after surgery was complete. Per the implant card, only the generator was seen to be replaced. It is unknown if the high impedance is resolved. No additional or relevant information has been received to date. No additional known relevant surgical intervention has occurred to date.

Event description:
Patient was noted to have a lead revision.

Event description:
It was reported that the generator had been connected via a test resistor and the impedance came back within normal limits. The device was noted to not be able to be returned. No additional or relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes, device was noted not to be able to be explanted due to religious reasons.